Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, the right atrial (ra) lead was found to have dislocated causing the ra pacing impedance to drop below the normal range. The ra lead was explanted and a new ra lead was implanted. The patient was stable and will continue to be monitored.